Event description:
It was reported that the device was used during a tiefen resection. The device fired malformed staples. No further info is available. The case was completed with a like device and there was no pt consequence.